Manufacturer narrative:
Continuation of medical devices: product ID 3889-28, lot# va0q0ty, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-oct-2018, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a new stimulator placed because the old one was damaged. It was also reported that they think the lead was bad or damaged; this was discovered by the healthcare provider on (B)(6) 2018. It was stated that the patient had ¿4 leads¿ and 2 were ¿bad;¿ it was reviewed that the patient has 1 lead with 4 electrodes, and when asked if it could have been that 2 electrodes were bad, the caller said ¿probably.¿ it was noted that they just decided to replace the ins and lead since they didn¿t know ¿why the lead was bad.¿ no further patient complications are anticipated or expected as a result of this event.